Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781 lot# n595179003, implanted: (B)(6) 2016, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a (B)(4) manufacturer representative (rep) regarding a patient who was receiving gabalon intrathecal (unknown concentration at a dose of 50 mcg/day) via an implantable pump for cerebellar infarction. On (B)(6) 2016, the hcp was notified that the spinal side catheter was to be removed on the (B)(6) due to back pocket infection. The abdominal pocket was normal and the pump remained in the patient. Once the back pocket infection has healed, the catheter would be reconstructed. It was noted a catheter x-ray study was performed and found "deviation confirmed" (also translated as 'dislodgement was confirmed'). Additional information received on (B)(6) 2016, reported that extraction of the catheter was planned for (B)(6) 2016, however, the condition was not so severe to extract the catheter. The pocket of the back side was disinfected and the catheter was not extracted. On (B)(6) 2016, the patient was diagnosed as recovered. The attending physician's assessment stated; the physician considered about extraction of the catheter at one time, however extraction was not necessary and the patient recovered.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-dec-12, additional information was received from a foreign healthcare professional (hcp) via (B)(4). It was reported on 20 16-jul-26, the stitches were removed from the back incision and there was separation (dehiscence) and exudate. Administration of meropen was started. The back incision was resutured on (B)(6) 2016. On (B)(6) 2016, all the stitches were removed. The physician assessment stated, "it was thought to be a result of the wound infection."

Manufacturer narrative:
(B)(4).

Event description:
On 2016-oct-28 , additional information was received from a daiichi manufacturer representative (rep) via a manufacturer representative (rep). It was confirmed that an x-ray study was not actually performed and the description of "deviation (dislodgement) confirmed" was deleted from the report. It was stated, "a catheter dislodgment did not occur."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-09-07, additional information was received from foreign healthcare professional (hcp) via a (B)(4) rep. It was reported that on (B)(6) 2016, rehabilitation and a medical exam were conducted. Additional information stated, "catheter x-ray exam: y--> during deviation confirmation, a report was done but the x-ray exam wasn't performed so I am changing this to "no" (erase deviation verification)".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.